Event description:
It was reported that during a hemorrhoidectomy, the device fired malformed staples. The procedure was completed with additional sutures and it was extended over an hour. The patient lost 700 ml of blood.